Event description:
It was reported that 678 days after a coronary drug eluting stenting treatment procedure the patient expired. The lesion being treated in the index procedure was a 2.75mm, 100% stenosed, 30mm long portion of the distal right coronary artery (dist rca). The physician treated the lesion with predilatation and placement of a 2.75 x 32 mm taxus express2 study stent placed in overlapping fashion with the previously placed bare metal stent of unknown size. Following post dilatation, residual stenosis was 0%. The patient was discharged the next day on plavix and aspirin. Six hundred and seventy seven days post after the initial procedure, the patient was admitted with congestive heart failure. The patient was in fluid overload status post living donor transplant (due to end stage renal disease secondary to hypertension). The patient was felt to have acute transplant dysfunction. Cardiac enzymes at the time of the adverse event were elevated and he was diagnosed with an acute myocardial infarction. Relationship of the mi to the taxus stent was unknown and relationship to the target vessel was unknown. The next day, the patient died. Cause of death was congestive heart failure. No autopsy was performed. The physician assessed the event as target vessel involved unknown.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.